Event description:
My right eye started hurting and burning, I could not keep it open. I went to emergency care and was told I had severe scratches on my cornea. The next day I returned and was told the left eye was scratched even more than the right. I was given pain med and antibiotic drops. I have had several flare ups. I can't wear my contacts for more than a few hrs.